Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07623. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's atrial lead exhibited low impedance and over-sensing of noise resulting in inappropriate mode switching. It was also found that the patient's right ventricular lead exhibited over-sensing of noise in the atrial channel. No intervention was performed. The patient was stable.